Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a depth gauge had a measuring difference of 4mm. With the ruler set on 40mm the effective display on the depth gauge was 44mm, which is 4mm too much. The depth gauges from the customer facility, (B)(4), were also checked as the customer asked for clarification as to why they had to discard assorted screws as they were always too long. Overall, 4 depth gauges with four different lot numbers from (B)(4) had the same issue. There were no depth gauges from (B)(4) to validate this issue so the measurement control which was documented with photos was made with a new depth gauge. To see if there is a similar problem with other instruments, we also checked and compared with a different size depth gauge and we did not find any measurement differences. This event did not happen during surgery and there was no patient involvement or patient harm. The subject device for this report was not returned for investigation. This is report 5 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. While the subject device for this report was not returned for investigation, it was reported on the product development evaluation that the tolerance stack is correct and is according to the function of the device. A value of 45 mm indicated on the scale body results in a length of the probe of only 40 mm. There is no product fault. The complainant forgot to count in the head of the screw. The additional 4-5 mm is to include the screw head of 4.5-6.5 mm screws. Conclusion: the complaint is considered indeterminate from a manufacturing perspective as no product fault could be detected. This complaint is considered invalid and the device operated within specifications. Placeholder.